Manufacturer narrative:
Corrected device analysis information: the coil was stretched and kinked at the proximal end. (B)(4).

Event description:
Reportable based on device analysis completed on 30jun2016. It was reported that the coil became stuck in the catheter and detached prematurely. The target lesion was located in the mildly tortuous left internal iliac artery (iia). An 18mm x 40cm interlock -35 was selected for embolization. After the coil was delivered using an imager2 catheter, the coil was withdrawn into the catheter to adjust the deployment again. It was then noted that the coil was stuck inside the catheter and became unable to be pushed anymore. The catheter was removed from the patient and attempted to remove the coil from the catheter, however the coil got detached. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good. However, device analysis revealed that the interlocking arm of the coil had been pulled off.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: a 5f .038in imager ii catheter and coil were returned for analysis. Blood was present in the catheter. The coil was stretched and kinked at the distal end, blood was present on the coil fiber bundles. The interlocking arm of the coil had been pulled off and was returned. There was evidence of weld marks on the coil and interlocking arm. Microscopic inspection noted that the zap tip shape and surface of the coil was smooth. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as insufficient flush was used during the procedure. (B)(4).

Event description:
Reportable based on device analysis completed on 30jun2016. It was reported that the coil became stuck in the catheter and detached prematurely. The target lesion was located in the mildly tortuous left internal iliac artery (iia). An 18mm x 40cm interlock¿-35 was selected for embolization. After the coil was delivered using an imager2 catheter, the coil was withdrawn into the catheter to adjust the deployment again. It was then noted that the coil was stuck inside the catheter and became unable to be pushed anymore. The catheter was removed from the patient and attempted to remove the coil from the catheter, however the coil got detached. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good. However, device analysis revealed that the interlocking arm of the coil had been pulled off.